Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 577 mg/dl. A manual correction injection was administered to address elevated bg. Customer cleared the occlusion alarm and resumed insulin delivery.